Event description:
Additional information received noted that only one gallant device with unclear header was involved in the patient's implant. A second gallant device was not opened and noted to have unclear header.

Manufacturer narrative:
Correction: please retract this report 2017865-2023-47015. Additional information received noted a second gallant device was not opened and noted to have unclear header.

Event description:
Related manufacture reference number: 2017865-2023-47014. It was reported that the patient presented prior to implant procedure. After the gallant device was opened from the box, it was noted that the header of the device was unclear. The first gallant was not used and a second gallant device was opened. It was noted that the second device's header was also unclear. Both devices were not implanted. There were no patient consequences.